Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had not used his stimulator in a couple years because he had been on methadone. It was stated the implantable neurostimulator (ins) was on but the patient programmer was ¿stuck on and it quit working.¿ it was noted the patient was on program c at 1.9 volts and at when turned it up to 2.5 volts, the patient said it was working and could feel it. It was also stated the patient had lost (B)(6) and the hospital thought he may have a cracked lead, however, there was no confirmation. It was later reported that the patient had a loss of therapeutic effect. It was stated that the patient was at 1.9 volts and wanted to increase the settings because ¿there was so much pain.¿ it was also stated that the patient was unable to adjust stimulation. It was noted by the patient the remote was not held against the ins and that was why it did not communicate. It was also stated the patient had not changed the programmer batteries in ¿months.¿ additional information received reported that the patient was seen by his healthcare provider (hcp) in (B)(6) 2013 and no longer wanted to manage his pain. It was stated that the patient worked best on methadone and had an appointment tomorrow with a new hcp. It was added that the patient¿s device had moved (due to weight loss) and was now dangling and most likely needed to be removed. It was stated that the cracked lead might have happened due to the device movement.

Event description:
Patient explained that ¿they think that the leads came loose, or cracked or something.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient had lost over 200 pounds and the implantable neurostimulator (ins) ¿dropped¿ and the leads ¿may have shifted¿ and it feels like ¿it¿s lying on their kidneys¿. It was noted by the patient that it could be seen sticking out of their back. It was noted this problem began gradually following implant as they were losing weight. It was further reported the patient wanted to find a health care provider (hcp) to remove their system so they could get an MRI of their foot. It was reported the patient keeps ¿getting the run around¿ while trying to find a physician to either remove the device or perform the MRI. Information omitted pertaining to event (B)(4) ¿ lack of effect. These events are not related.